Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent break was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported stent break could not be determined as the returned device did not have a stent break; however, stent deformation (bent and flared struts) was observed on the returned device which may have been identified as a break. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the mid left anterior descending (mlad) artery. During advancement of the 3.5x38mm xience sierra stent delivery system, the stent became fractured. Another same size xience sierra stent was used to continue the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.